Manufacturer narrative:
Additional information received on 20 september 2017 and includes: the pathogen is streptococcus. Batch reviews performed on 05 october 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and swapped the poly and head. The surgery was completed successfully.